Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. A pulsed field ablation (pfa) procedure was performed with a faradrive sheath to treat an atrial fibrillation. The catheter was inserted to the left atrium; at this time the physician was uncertain about the position of the guidewire. The physician attempted to advance the wire and felt some anatomical resistance. Then, the left superior pulmonary vein (lspv) was ablated with the catheter without issues. The catheter was being repositioned into the left inferior pulmonary vein (lipv) and the intracardiac echocardiography (ice) catheter was repositioned too. At this point, the patient became hypotensive, and a pericardial effusion was observed. The physician proceeded with tapping and draining the effusion. The devices were removed from the patient, and protamine was given to reverse the heparin effect. Approximately 200 cc of fluid were drained from the patient. The patient was observed during an extended period of time and stabilized on a norepinephrine drip with a pressor. The effusion did not grow in size, and the physician decided to proceed with the procedure. No further issues occurred during the procedure. The patient had successfully recovered from the event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.